Event description:
Pacemaker exhibited sudden loss of programibility and intermittent pacing. On explant atrial lead testing exhibited 300 ohm independence and no pace or sense function, ventricular lead tested, both leads caped and left implanted. Pacemaker was cpi. Patient was 100% pacemaker dependent. Patient had to be admitted for emergency replacement of complete systeminvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: electrode failure. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.